Manufacturer narrative:
Please note: the product is not distributed in the us; however, it is similar to us product. Additional information has been requested and will be submitted within 30 days of receipt.

Event description:
Per the study, this patient experienced an anterolateral wall mi secondary to restenosis of a cypher stent approximately three years post implantation. This was treated with additional coronary intervention. This male patient with a history of stable angina, previous inferior/posterior q-wave mi (2003) high cholesterol, and smoking was admitted for coronary intervention of two lesions, one in the proximal rca and one in the proximal lad. The vessel and lesion characteristics are currently under investigation. A 3.0 x 18mm cypher stent was deployed within the proximal rca to 12 atms via direct stenting. A 2.5 x 13mm cypher stent was deployed within the proximal lad to 12 atms via direct stenting. Both lesions yielded a successful angiographic result. Cardiac enzymes following the porocedure were within normal limits. The patient was discharged home the following day, pain-free, with orders for aspirin, plavix, magnesium, statins, and a lipid-lowering agent. Approximately three years later, the patient returned to the hospital with unstable angina (ccs iiib) and was ruled in for an anterolateral wall mi with new st changes noted. No pathological q-waves were noted. Peak cardiac enzymes were as follows: ck= 5192 (27 times the upper limits of normal) and ck-mb 583 (23 times the upper limits of normal). The patient was taken urgently to the cath lab for evaluation. Angiography revaled an instent restenosis of the 2.5 x 13mm cypher stent in the proximal lad, a restenosis of a previously treated lesion in the first diagonal branch, and a de novo lesion in the proximal rca (outside of the previously stented segment). An additional cypher stent was placed; however, it is unclear where the stent was deployed (presumably in the de novo lesion in the proximal rca).